Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. B6 relevant tests/laboratory data,inclu - additional. D9 device available for evaluation - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - correction. H6 health effect - clinical code - correction.

Event description:
Subsequent to the initial MDR, additional information was provided on 11/29/2024. It was reported that upon removal of the sensor, the sensor wire was missing. On approximately (B)(6) 2024, the patient consulted an endocrinologist and had an x-ray which showed no evidence the sensor wire was retained under the skin and the patient was referred to a surgeon. The surgeon who performed exploratory surgery with a numbing agent (unspecified route) at the sensor insertion site and confirmed no portion of the sensor wire remained under the skin and provided stitches. Although the sensor wire was not found, the patient was informed that a foreign object can make its way out to the surface of the skin on its own. Approximately two weeks later (unspecified date), the patient had a post-operative follow up visit and had the stitches remove with no further medical intervention. On 12/13/2024, follow up contact with the patient was made and confirmed there was no further medical intervention, and she was doing well. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the wearable and the sensor wire was found to be goosenecked. The allegation of a missing sensor wire was not confirmed. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).